Event description:
The reporter called and alleged discrepant results when compared to the lab for three pts. The reported device results were 6.3, >8.0 and >8.0 inr. The corresponding lab results reported were 4.7, 4.57 and 4.06 inr. The device was replaced and requested to be returned for evaluation.

Event description:
The reporter called and alleged discrepant results when compared to the lab for 3 pts. The reported device result were 6.3, >8.0 and >8.0 inr. The corresponding lab results reported were 4.7, 4.57 and 4.06 inr. The device was replaced and request to be returned for evaluation.

Event description:
The reporter called and alleged discrepant results when compared to the lab for 3 pts. The reported device result were 6.3, >8.0 and >8.0 inr. The corresponding lab results reported were 4.7, 4.57 and 4.06 inr. The device was replaced and request to be returned for evaluation.